Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided, with high ketones. Customer's parent took them to the emergency room. Customer was treated with intravenous fluids of insulin and saline. Treatment resolved the issue and there was no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.